Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. Device disposition is unknown.

Event description:
The manufacturer became aware of a post-market clinical follow-up (pmcf) from (B)(6). The title of this report is ¿a retrospective data collection treatment of elbow fractures with the variax elbow plating system¿ which is associated with the 'stryker variax elbow locking plating system'. Within that publication, post-operative complications/ adverse events were reported which occurred between january 2011 to december 2018. It was not possible to ascertain specific device or patient information from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses formation of heterotopic bone. The pmcf report states, ¿one patient suffered formation of heterotopic bone with limitation in arc of motion. However, this patient declined to undergo excision of the heterotopic bone due to normal function with daily living activities.¿